Event description:
Reporter alleged blood glucose measured 300 mg/dl back to back with a results of 20 mg/dl, when testing was performed within 5 minutes of each other. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.